Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. On/off keys of the keyboard are out of specification (starting to collapse). Lcd (liquid crystal display) is bleeding. Lower case and serial number label are damaged. Battery drawer and one side bail cover are broken.

Event description:
It was reported that the external pulse generator (epg) powered on when the battery was inserted and when it was powered off, it immediately powered back on. Therefore, the epg was returned for repair. It was indicated on the return paperwork that there was no patient involvement associated with this event.